Event description:
It was reported the patient presented to ER after going into several long vt events due to non-compliance with medication. Upon review of the episodes, marker channels showing vs events while charging were observed. Charging and therapy delivery was not affected due to the marker anomaly. Due to the patients non-compliance with medication and history of svt and the therapy not being able to successfully convert the rhythm, the vt episodes were suspected to be actually svt. The device remains implanted and the patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.